Event description:
It was reported, a slit or hole noted on 1.5cm marked line on the PICC line under securacath device. The patient remains stable in ICU and has long since had a new PICC inserted. There was no patient injury. The faulty PICC was identified and forwarded to pcc rn who inserted a new PICC the same day. The faulty PICC was discarded. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. A longitudinal split was observed between the 0 cm and 1 cm depth marker. Compression damage was observed between the 0 cm and 2 cm depth markers. A microscopic observation of the split revealed a granular fracture surface. The split was observed to be longer on the outside surface than on the inside surface. The split was observed to be an ¿s¿ shape with sharp fracture edges. The fracture characteristics in conjunction with compression damage observed between the 0 cm and 2 cm depth markers are observed to be caused by a compression style securement device. Use of compression stylet securement devices is likely to have contributed to the failure of the device. This observation is supported by the event description, which indicated that the leak occurred under such a device. This complaint will be recorded for future trending and monitoring purposes.